Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disk broken. The input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. The issue is immediately detectable by the surgeon due to loss of instrument functionality.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was unable to articulate due to damage to input disc. The procedure was completed as planned with no reported injury.